Event description:
It was reported that the pt underwent a spinal procedure for scoliosis at t5- l3 using posterior fixation in 2008. At an unk time post-op, the rod at right side l3 came off. The pt was asymptomatic. It was also reported that the revision is scheduled three months later.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. Unable to determine the cause of the event.